Manufacturer narrative:
It is notable that this patient has a history of drainage performed at the affected knee joint in the past for an unknown reason. No indication that the nalu device was the cause of the infection. Infection is a known risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator trial system on (B)(6) 2024. Trial systems are intended to be temporary and designed to be removed. The patient reported significant pain relief while the trial system was in use, changing pain levels from 7/10 down to 1/10. The trial system was removed on (B)(6) 2024 as planned. No issues or complications were reported during the trial and the patient was planned to move forward with a permanent system. On (B)(6) 2024 the patient reported signs of infection at the incision site. On (B)(6) 2024 a surgical debridement was performed at the incision site to clean the infected area.